Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately two year post initial left side tka, the 86 y/o female patient had a revision for an unknown reason. No other patient information/medical history was reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements, this suggests joint maladies. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant devices: logic offset stem ext coupler 4mm (cat# 02-012-61-4000 / serial# (B)(4). Logic stem ext 12mm x 120mm (cat# 02-012-60-1212 / serial# (B)(4). Small headed sharp pin, 1 1/8" 4 pack (cat# 201-78-25 / serial# (B)(4) logic stem ext 14mm x 120mm (cat# 02-012-60-1412 / serial# (B)(4). Cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(4) - cc distal fem augment sz 2, 5mm (cat# 208-05-02 / serial# (B)(4). Logic cc femoral size 2, left (cat# 02-010-06-0220 / serial# (B)(4). Lgc tibial fit tray cem sz 2f / 3t (cat# 02-012-45-2030 / serial# (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately two year post initial left side tka, the 86 y/o female patient had a revision for an unknown reason. No other patient information/medical history was reported

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Expiration date and manufactured date are unknown. PMA 510k cannot be determined / device is unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar loosening, prosthesis wear, instability, and loss of range of motion. The reported patellar loosening, prosthesis wear, instability, and loss of range of motion could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and full product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.